Event description:
It was reported that the wake button was sticking. Additionally, it was reported that the pump touch screen was intermittently unresponsive, the pump battery was depleting quickly, and occlusion alarms occurred. Customer declined troubleshooting from tandem technical support. There was no reported adverse impact. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.